Manufacturer narrative:
The cusa clarity 36khz handpiece (c7036) was returned for evaluation: device history record (DHR) - the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the complaint incident was observed. Failure analysis - evaluation was unable to verify customer information as valid. The device passed all service and repair testing, and the problem as described could not be reproduced. Root cause - the complaint is unconfirmed. The device passed all testing and meets specifications. Based on the reported failure, it is probable that the handpiece got hot due to a blocked tip. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during an unspecified procedure, the cusa clarity 36khz handpiece (c7036) became hot. The clinicians changed out the handpiece. No information on patient/user injury or surgical delay has been received.